Event description:
A malfunction was reported with the customer¿s pump, which was out of warranty. There was no adverse impact to the customer¿s blood glucose level. The customer used multiple daily injections as a backup therapy while a replacement pump with updated software was sent by technical support. The customer was advised on procedures for returning the malfunctioning pump and acknowledged all instructions.